Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration which can encompass multiple failure modes. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation.

Event description:
Edwards received additional information that this surgical valve had a transcatheter valve implanted (valve-in-valve) due to severe aortic stenosis. Tte demonstrated a well-placed and well-seated transcatheter valve, with no evidence of significant aortic regurgitation. There were no complications and the patient tolerated the procedure well.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the serial number is unknown. Attempts to retrieve additional information is in process. Without additional information the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with an aortic valve implanted after an unknown implant duration required transcatheter valve-in-valve intervention due to unknown reasons. A 23 mm transcatheter valve was successfully implanted inside the failing aortic valve. No complications were reported. No additional information was provided.